Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a visual inspection of the device revealed a hole in the df+ and rv- seal plugs. Further analysis noted body fluid contamination in the df+ and rv lead barrels. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Setscrew seal plugs are designed to permit setscrew wrench insertion while preventing body fluids from entering the header cavities. On occasion, wrench penetration can damage a seal plug which can lead to accessory sensing pathways and potentially result in oversensing. In this case, the hole in the rv- seal plug likely contributed to the reported noise.

Event description:
Boston scientific received information that there was oversensing of noise on both the right ventricular (rv) rate sense and shock channels. Boston scientific technical services (ts) reviewed and discussed different reasons this could occur and noted it may be due to electromagnetic interference (emi). It was noted that the implantable cardioverter defibrillator (ICD) was at end of life (eol) battery status. A device replacement procedure occurred for normal battery depletion. It was noted that during the case there were no issues noted with the rv lead. The patient died over one year later with no further allegations. The ICD was returned approximately five years after the patient's death.